Event description:
It was reported that the patient went to the emergency room as they though their pacemaker was not working. The patient experienced presyncope and dyspnea. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.